Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was programmed with a 2 unit per hour basal rate and monitored. The basal was delivered and recorded properly in the basal review screen. No basal anomaly was noted. The insulin pump had a button error alarm due to a flattened button dome switch. The insulin pump had a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported experiencing high blood glucose readings and stated that they believe the basal is not working correctly. Customer reported symptoms of nausea, fast heart beat and vomiting. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Button error and a no delivery alarms were noted in the alarm history. Customer mentioned that they contacted their health care provider and it was noted that their basal settings were suppose to be higher. Customer also stated that the insulin pump has gotten wet in the past. The high pressure test was performed and passed. Customer's blood glucose reading at the time of the call was 516 mg/dl and has treated with an insulin shot. No further information reported.